Event description:
Caller reported damage to tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that cts would replace the damaged charging supplies via 2-day shipping.